Manufacturer narrative:
Evaluation in progress, but not yet completed.

Event description:
During routine testing of the device at the service center, the service technician reported the front cover of the calibrator was broken. Since the event occurred during routine testing of the device, there was no pt involvement during this event.